Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary graft site to support the 56 year old female admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was previously supported by an intra-aortic balloon pump, extracorporeal membrane oxygenation, inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history/conditions were not shared. The pump was supporting for over a week when the purge pressure rose and the alarm for purge system blocked was seen on the console. The team troubleshot by changing the purge cassette and added the lytic tpa to the purge fluid. Tpa was utilized for the high purge pressures to mitigate impact of biomaterial within the motor and there was no impact on the patient. The pump remains on for support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical review/rationale: an impella 5.5 was inserted via the axillary graft site to support the 56 year old female admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was previously supported by an intra-aortic balloon pump, extracorporeal membrane oxygenation, inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history/conditions were not shared. The pump was supporting for over a week when the purge pressure rose and the alarm for purge system blocked was seen on the console. The team troubleshot by changing the purge cassette and added the lytic tpa to the purge fluid. Tpa was utilized for the high purge pressures to mitigate impact of biomaterial within the motor and there was no impact on the patient. The pump remained on for support and the purge pressure and flow improved. Heparin was in the purge. After over 20 days the team withdrew care and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
Additional information was provided therefor b1, b2, b5, d6b, h1, and h6 were updated to reflect the new information. The investigation is still underway once completed a supplemental report will be sent.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Recaptured codes on h6 (health effect - impact code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge pressure high cannot be established.